Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 20 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) leads both exhibited noise which has caused inappropriate anti-tachycardia pacing. Lead impedances were normal there have been no pacing pauses. It was noted that the noise on the rv occurs right after the noise on the ra. Boston scientific technical services discussed the reason for noise on both leads could be due to lead on lead contact or something else that is affecting both leads. Ts discussed troubleshooting options. There were no adverse pt effects reported. All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. There is no indication if this lead is the ra or rv lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.